Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient requested manufacturer to turn their device off. Pt reported when they fell, the device came unglued and was floating in there and was zapping the boobs and ribs. Patient could not take the pain any more. Pt said it started about 6 months ago. Pt mentioned they fell 34 times in the last 2 years. Pt said they used their controller and turned off the stimulation but it is still zapping the patient. Reviewed manufacturer cannot turn off the zapping remotely, pt needs to see hcp. Pt became escalated and said "you are the company and it is my right to turn ins off. If you do not turn it off, I will get a lawyer and will sue you". Pt then hung up.